Event description:
It was reported that the device issue was unknown/ needs repair. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced corroded left/right iuis. The probable root cause of the reported issue was due to maintenance issue of the iui connector. A review of the device history record showed the device had a manufacture date of 25jan2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device issue was unknown/ needs repair. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Updated annex a an g.

Event description:
It was reported that the device issue was unknown/ needs repair. No additional information was provided. There was no patient involvement.